Event description:
Study: "on (B)(6) 2023, the participant underwent implantation of intracerebral ventrisculostomy (icv) set. On (B)(6) 2023, the participant was initiated on treatment with brineura (300 milligram, qow, intracerebroventricular use. The most recent dose was administered on (B)(6) 2026. On (B)(6) 2026, prior to receiving enzyme replacement therapy (pre-ert) with brineura, csf sample was sent for culture. On (B)(6) 2026, the participant received treatment with brineura without problems. On (B)(6) 2026 at 01:30 am, the participant developed a fever (exact temperature was not reported), diagnosed with grade 3 device infection after the csf culture (sample taken on (B)(6) 2026) was positive for staphylococcus warneri. On the same date, the participant was hospitalized due to the event. On the same date, an additional device puncture confirmed device infection with pleocytosis of 80 cells/ul (normal reference range not reported). A neurosurgical device explantation was performed and icv device was removed on the same day. The participant was started on treatment with intravenous (IV) vancomycin and meropenem trihydrate antibiotics. No action was taken with brineura due to the event." The outcome of the event was reported as recovering/resolving. The investigator assessed the event as medically significant. The investigator assessed the event of device related infection as not related to treatment with brineura. The investigator assessed the event of device related infection as related to the icv device. No other etiological factors were reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.